Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the delivery system was encountered. The lesion was 80% stenotic and heavily calcified in the mid left anterior descending artery (lad). The physician had difficulty crossing the lesion, however, was able to reach the lesion with a taxus express2 8.8% 2.75 x 20 mm stent. Once the taxus express2 8.8% 2.75 x 20 mm stent was at the general lesion site, the stent would not move forwards or backwards. The physician was not satisfied with the exact location, however, decided to successfully deploy the taxus express2 8.8% 2.75 x 20 mm stent at 12 atms for 45 seconds. Upon removing the balloon, some resistance was encountered. It was noted that the balloon angiographically appeared to be completely deflated. The physician then decided to use the inflation device and a 25cc syringe to help free the balloon. However, when the balloon came free and was pulled out distally, the guide catheter "kicked out" of the ostium. The physician then decided to remove the balloon by pulling out the guide catheter, the guidewire and the balloon as one unit. Postdilation with 2.75 x 8 mm balloon at a high atm and another postdilation with 3.0 x 8 mm balloon at a high atm were performed. Post-intervention resulted in 20% residual stenosis at the lesion site. No pt injuries were reported. The pt's status is reported as "satisfactory/good."